Manufacturer narrative:
On (B)(6) 2021 the insulin pump was returned due to patient passing away with no allegation of the device. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. On a related svn, the unit had a pump error 37 complaint. No pump error 37 noted during testing. However in the device history file on (B)(6) 2021 at 21:02:40.000 faultnumber: motormotionalarm (37), due to moisture damage on the motor. The electronic assembly had moisture damage. No damage noted on the force sensor. History and trace download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case and cracked battery tube threads, cracked case at the battery tube side. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: 05/11/2021 dailytotalofallinsulindelivered: 1148500 (114.85 u) 05/12/2021 dailytotalofallinsulindelivered: 1036750 (103.675 u) 05/13/2021 dailytotalofallinsulindelivered: 849000 (84.9 u) 05/14/2021 dailytotalofallinsulindelivered: 823000 (82.3 u) 05/15/2021 dailytotalofallinsulindelivered: 1007500 (100.75 u) 05/16/2021 dailytotalofallinsulindelivered: 656250 (65.625 u) 05/17/2021 dailytotalofallinsulindelivered: 179500 (17.95 u) device not returned with allegation of malfunction. Pump error 37 alarm was confirmed due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).. S/w 5.2a. Retainer ring = black. The insulin pump did not have a battery installed when received. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. On a related svn, the unit had a pump error 37 complaint. No pump error 37 noted during testing. However in the pump history file on (B)(6) 2021 at 21:02:40.000 fault number: motor motion alarm (37), due to moisture damage on the motor. The electronic assembly had moisture damage. No damage noted on the force sensor. History download was successful using thus and carelink upload was successful. Insulin pump had minor scratched display window, scratched case and cracked battery tube threads, cracked case at the battery tube side. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: (B)(6) 2021 daily total of all insulin delivered: 1148500 (114.85 u). (B)(6) 2021 daily total of all insulin delivered: 1036750 (103.675 u). (B)(6) 2021 daily total of all insulin delivered: 849000 (84.9 u). (B)(6) 2021 daily total of all insulin delivered: 823000 (82.3 u). (B)(6) 2021 daily total of all insulin delivered: 1007500 (100.75 u). (B)(6) 2021 daily total of all insulin delivered: 656250 (65.625 u). (B)(6) 2021 daily total of all insulin delivered: 179500 (17.95 u).

Event description:
It was reported that customer had passed away at home on (B)(6) 2021. The cause of customer passing was sudden cardia arrest. The customer blood glucose was 83 mg/dl. The customer was wearing the insulin pump at the time of death. Customer was using sensor at the time of passing. It was unknown the caller will returned the insulin pump for analysis. The case was reported according to failure analysis.